Manufacturer narrative:
An outside of united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed sodium (na) patient sample result obtained on a dimension exl with lm system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data logs. The data logs indicated an improper sample aspiration occurred with the initial sample pre-dilution. Quality control was within laboratory range indicating that the dimension exl with lm system and sodium assay were performing acceptably. Repeat of the same sample yielded expected results. No potential product problem was identified. The potential cause of the discordant sodium results may be due to poor sample quality. The cause of the event is unknown. The device is performing according to specifications. No further evaluation is required.

Event description:
A discordant falsely depressed sodium (na) patient sample result was obtained on one patient sample on a dimension exl with lm system. The result was not reported to the physician(s). The same patient sample was reprocessed on the same date on the same system. A higher result was obtained and was considered correct and reported. There were no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium result.